Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was irrigated with purified water, an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet in front of the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The valve was dried. The valve was tested for programming and passed. The valve was then pressure tested and passed. The valve was dismantled and was examined under microscope at appropriate magnification: dried saline debris was found on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve conformed to the specifications prior to distribution. This appears to be the root cause for the problem reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The problem with this valve was that I could not get distal flow through it once it was connected to the system. We disconnected the system and proved that it was flowing from the ventricle and that the catheter was patent to the abdomen ... So it had to be the valve. Please let me know what you find. Thanks. On (B)(6) additional information from the rep explained that they implanted the valve and prior to closing when they noticed that the valve would not flow, they replaced it intraoperative. There was no delay greater than 30 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.